Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/01/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient developed progressive pain. Grayish color discoloration of the synovium consistent with metal from her chromium cobalt tibia. The tibia showed evidence of subsidence. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset hv bone cement 40g (product code 3092040, lot number 3283348) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3283348). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibia loosening at the cement to implant interface. Depuy cement was used.